Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned yet.

Event description:
It was reported that when the catheter was connected to the lock, reportedly the catheter was ruptured and appeared to be cracked. A new device was used to complete the procedure. There was no reported patient contact.

Event description:
It was reported that during port assembly for port placement procedure, the catheter was connected to the catheter lock and allegedly the catheter appeared to be cracked. It was further reported another port was used to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. Investigation summary: one powerport MRI isp catheter without cath-lock was returned for evaluation. Visual inspection noted complete circumferential cut and damage to the port body. However, no rupture or cracking was noted to the catheter. As it is unknown if either the cut catheter or damaged port body is related to the reported issue the investigation will remain inconclusive for the alleged leak. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.